Event description:
It was reported an issue with monosyn suture. The client reported that the needle and thread were separated. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.